Manufacturer narrative:
MFR received date: 16 sep 2019. The customer did not respond to multiple attempts to schedule an on-site evaluation in order to repair this ventilator, so no service was rendered. Since no parts were replaced, no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported that the ventilator's battery led (light emitting diode) is faulty and that the cart is loose. There was no patient or user involvement.